Event description:
The locking elevated toilet seat reportedly came off of the toilet while a physical therapist was assisting the user. This occurred during a visit by the physical therapist to the end user's home. The physical therapist reports that the seat seemed to be secure; however, while assisiting the patient in the bathroom, the toilet seat "flipped off" the toilet. The physical therapist was able to hold onto the patient; so she did not fall and was not injured. No additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.